Event description:
Reportedly, the patient's impedance was high and unstable. The parents do not want to re-implant their child.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the patient's impedance was high and unstable. The parents do not want to re-implant their child.

Manufacturer narrative:
The date awareness was inadvertently set incorrectly. Correct awareness day is (B)(6)2024

Manufacturer narrative:
Conclusion: device investigation of the available part did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The remainder part has not been received for investigation. According to the information received from the field the device was explanted due to a partial migration of the active electrode out of cochlea. Reportedly ossification was present since implantation surgery, which might has contributed to the migration. This is a final report.

Event description:
The user's hearing performance with the device was affected. A CT scan reportedly showed 6 channels being extra-cochlear. The user has been explanted on (B)(6) 2024.